Event description:
It was reported that the patient had a shocking or jolting sensation. It was noted that the device had been giving the patient problems since it was implanted. It was noted that the patient got shocked down the legs and in the feet. It was noted that the patient made an appointment to have everything removed. It was noted that the implant surgery was brutal.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).